Event description:
Removal of the tiger2 may have resulted in gastro-intestinal bleeding. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Event eval: still under investigation at this time.